Event description:
A non-healthcare professional reported that during an intraocular lens procedure, lens was opened but not implanted and was not staying in the cartridge or advancing correctly. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).